Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak found in the patient line during dwell 2/5. This complaint was not confirmed and no root cause was determined because the sample was not available for evaluation. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will not be performed because the lot number is unknown.

Event description:
A home patient (hp) contacted global technical services (gts) requesting assistance to end therapy during dwell 2 of 5 of therapy on the homechoice (hc) unit. The hp stated that the tubing was leaking. The technical service representative (tsr) assisted the hp in ending therapy. The hp confirmed to restart with new supplies. On (B)(6) 2010 product surveillance spoke with the hp's girlfriend. She stated that the leak occurred in the patient line tubing. She stated the hp did not notice anything unusual with the supplies at the time or prior to using them. She stated that the hp notified his nurse, discarded the old supplies, and started over with a new one. She stated that this was an isolated incident and reported no further issue. No injury or medical intervention was reported.